Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the gfd was observed to be touching the iris. There was no pt harm and the gfd remains implanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The root cause cannot be determined. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).